Event description:
Patient spontaneously called pharmacy to inform that her legacy pump was alarming high pressure. She switched to her other pump and it was working fine. She did not miss any therapy and had no complaints. Pharmacy is sending new pump to patient and a return box for the malfunctioning pump. No other information is known. Reported to (B)(4) by: patient/caregiver. Strength: 5mg/ml. Dose or amount 96 ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: primary pulmonary hypertension.